Manufacturer narrative:
Information references the pain component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer patient with an implanted pump. The pump system was being used to infuse bupivacaine and morphine (unknown). Indication for use was noted as non-malignant pain. It was reported that the patient was discontinuing the device as it did not help with the pain. The patient was seeking different help for their pain. Additional information received from the consumer patient on (B)(6) 2016. It was reported that the pump was removed on (B)(6) 2015 because the patient had fractures in their back and "is the reason the pump did not help her." The healthcare provider (hcp) gradually removed medication and had saline in the pump because the patient was going to have back surgery. The patient reported they had back surgery the same time the pump and catheter were removed. The pump and catheter were "came out easily." The event date was noted as (B)(6) 2014. It was noted that the situation had resolved and that it was being addressed by their hcp.